Event description:
It was reported that during the implant procedure, two leads were attempted to be implanted but they "did not stay due to [patient] anatomy." The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.